Event description:
Allergan rep reported on behalf of the surgeon that an erosion occurred with the lap-band device. The erosion was confirmed via endoscopy. The physician "also discovered a sinus tract with an infection at the major midline wound which didn't appear too bad and didn't involve the port site." During explant surgery, the surgeon "found the pt to have a large inflammatory mass in the left upper quadrant surrounding extensively infected mesh and excised as much of the mesh until the pt began bleeding extensively. The surgeon closed the incision and planned to explore the pt through a right subcostal incision to remove the band later. As the mass failed to resolve, the surgeon excised the band through a transthoracic, transdiaphragmatic approach." According to the surgeon, the pt has had extensive incisional hernia repair with mesh in the past. Allergan received the following info through a voluntary medwatch report submitted to the FDA by the risk mgr, of the medical center: (event description) "a...pt status post laparoscopic band placement about 17 months ago also had a history of multiple hernia repairs. The pt had good weight loss with the lap band but then had a new complication. There was an erosion of the lap band into the lumen of the stomach as well as an infection of the port. Subsequently, the pt had undergone removal of the stomach, and earlier this months, the pt was brought back for the excision of the lap band. This is a known complication that occurs in approx 1% of the cases." Additional follow-up with the surgeon provided the following details: "we never accessed the band because we didn't want to take a chance of infecting it. [The pt] lost weight well without any adjustment. There was never any evidence of portsite infection. At one point we explored the midline sinus, found some sutures and removed them. The wound sinus never healed and we were going to explore the wound once more. The day of surgery when we looked at the wound there was band tubing in the base. We excised the port and tubing and simply ligated the band. ... We unbuckled the band and then transected and removed it. We closed the fundus and then checked for leaks by insufflating through the endoscope no leaks were detected. We then closed the diaphragm. [The pt] is still in the hosp at present." Additional follow-up with the surgeon is in progress and the return of the device, to allergan, for product analysis was requested.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Erosion and infection are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Per the surgeon, the infection was not device-related. Further info from the reporter regarding the confirmation of the implant and explant dates has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."